Event description:
It was reported that this right ventricular (rv) lead had a gradual rise in shock impedance, and were now out of range at than 125 ohms. The other measurements at the within the same time-frame appear stable. The lead remains in-service, and the plan was to continue to monitor and rise the alert value. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead had a gradual rise in shock impedance, and were now out of range at than 125 ohms. The other measurements at the within the same time-frame appear stable. The lead remains in-service, and the plan was to continue to monitor and rise the alert value. No adverse patient effects were reported. Additional information was received that the shock impedance values had now risen to 143 ohms. A single commanded synchronous shock was performed, which resulted in 41j measuring 86 ohms. The plan was to continue to monitor the patient at this time, and the lead remains in-service. No additional adverse patient effects were reported.